Event description:
It as reported that the customer was admitted in the intensive care unit due to high blood glucose of 378mg/dl at time of call. The caller stated that the customer was not aware that the insulin pump was out of insulin. Troubleshooting was performed. The nurse mentioned that the customer had no delivery alarms during basal. Reviewed the programming and found that the device had the correct insulin volume. The caller stated that the reservoir was empty, and he was instructed to change the reservoir. Advised the caller to change the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.